Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. According to the report, after deployment of the contralateral leg component, intra-procedural imaging showed the left internal iliac artery had been unintentionally covered. The coverage of the artery was reported to have occurred when the internal and external iliac artery bifurcation was misidentified during imaging. It was reported, an attempt was made, utilizing a balloon catheter (manufacturer unknown), to push the device more proximally. According to the report, this attempt proved unsuccessful and the ostium of the left internal iliac artery remained obstructed. It was reported, an additional procedure was not performed to treat the obstruction. The physician will continue to monitor the patient. The procedure concluded without any further complications and it was reported the patient tolerated the procedure.